Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: there was no evidence of moisture prior to opening the pump. Leak testing revealed a crack in the pump casing. The pump was opened, revealing moisture on internal pump components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was blank. The blank display was determined to be cause by a cracked display lens. When a test display was inserted, it functioned normally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.